Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. All parameters were verified. The machine meets the manufacturer's specifications and is ready to use. The device was evaluated with no defect. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. On may 13, 2024, customer made haemonetics aware that a 45-year-old male donor passed away on (B)(6) 2024 from an apparent heart attack. The customer has no information from attending physician, surgeon, hospital representative or health care professional. An autopsy was performed, however the results are not available to the customer. Date of last donation: (B)(6) 2024. The donor had no known allergies or pre/post immunizations. The donor donated 99 times in the past 12 months. This donor had a deferral in (B)(6) 2023 for unacceptable blood pressure. The donor did not experience a reaction/adverse event during the procedure. There were no errors with the machine or issues with the disposables noted during the (B)(6) 2024 procedure. Donor death occurred the day after the donation procedure.